Event description:
The reporter stated the surgeon inserted and removed a aq2015a silicone aspheric three piece lens. Lens was removed due to a torn haptic. No widen incision and no suture required. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B) (4). (B) (4)